Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) of 600 mg/dl and diabetic ketoacidosis. The customer was treated with unspecified fluids and dialysis treatment. The customer was discharged on (B)(6) 2021 with no permanent damage. Reportedly, an occlusion alarm had occurred. Additionally, during a system check with tandem technical support, insulin drips were not observed to be exiting the infusion set tubing when boluses were requested. No additional information was provided by the customer. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.